Event description:
It was reported that the insulin pump frequently had no or intermittent response from button presses, particularly by the up arrow button. The blood glucose reading was unknown. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response on the up arrow button, due to moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case on lcd window, cracked reservoir tube and cracked battery tube threads.